Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs and arms in (B)(6) of 2020 using the cooladvantage petite coolfit contour and coolfit contour system applicators, who developed paradoxical hyperplasia (ph) after treatment. Physician performed minimally invasive radiofrequency-assisted liposuction with bodytite skin tightening and is not comfortable stating that the ph has recurred at this time.

Manufacturer narrative:
Continued a6 - race: white.